Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a pre syncopal episode. A possible loss of capture was observed at a right atrial automatic threshold test. The patient also described having discomfort and pain. Afterwards the rv lead was found dislodged, therefore an explant surgical procedure was completed. The rv lead will not be returned as it was retained by the customer. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.